Event description:
It was reported that when removing the foley catheter, the nurse felt resistance and pulled a little bit more and the foley came out with the balloon folded over; no blood at meatus reported and there was no harm to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.